Event description:
Rptr awoke with severe chest pains and thought she was having a heart attack. Her symptoms have gotten worse. Her joint pain is transient in nature. She has swollen hands and feet, transient rashes, hair loss, extreme chronic fatigue (getting worse), breasts burning and red "hot" spots appear on them, headaches, 25 lb weight gain from being treated with steroids, memory loss, uti and trapezius pain. Rptr's chest pain will not go away. She has been treated with motrin, demerol, naprosyn, indocin, prednisone, percocet, darvocet, amoxicillin, augmentin, septra, colchicine, and nitroglycern. Since all of these medications produce a temporary, if any, solution, the drs have decided the only sure treatment is explantation. Even then, rptr may not get better: immune system stimulation. (*)